Manufacturer narrative:
(B)(4). One empty opened foil and one re-winding needle-suture piece inside a labeled winding former of product code sxpp1a405 were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. Also, body fluids and damage on some barbs were noted. The other section with fixation tab was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2019 and barbed suture was used. During the surgery, it was reported that the suture had a fixation feature detachment. Changed another one to complete the surgery. There was no adverse patient consequences reported.